Event description:
I was asked to open the large vcare during the case. There have been problems with the balloons on the vcare products not holding fluid due to small holes spraying out the fluid. Balloon where syringe attached to was inflated and sprayed out fluid.